Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.